Event description:
Event [preferred term] (related symptoms if any separated by commas) hypoglycemia coma [hypoglycaemic coma], overdose [overdose], pen injected inaccurate overdose [device delivery system issue], used normal syringe to take his dose (medication error) [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hypoglycemia coma(hypoglycaemic coma)" with an unspecified onset date , "overdose(overdose)" with an unspecified onset date , "pen injected inaccurate overdose(inaccurate delivery by device)" with an unspecified onset date , "used normal syringe to take his dose (medication error)(inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a male patient who was treated with novopen (insulin delivery device) from unknown start date for "diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - 16u) from unknown start date for "diabetes mellitus", patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus (type and duration was not reported). On an unknown date patient suffered from hypoglycemia coma after taking x dose (16u) from novorapid penfill by using the pen (didn't confirm the pen model) as a result of pen issue as the pen injected inaccurate overdose. It was reported patient's bgl was controlled when patient used normal syringe to take dose (medication error). Batch numbers: novopen: not available. Novorapid penfill: not available. Action taken to novorapid penfill was not reported. The outcome for the event "hypoglycemia coma (hypoglycaemic coma)" was not reported. The outcome for the event "overdose(overdose)" was not reported. The outcome for the event "pen injected inaccurate overdose (inaccurate delivery by device)" was not reported. The outcome for the event "used normal syringe to take his dose (medication error) (inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen) - hypoglycemia coma (hypoglycaemic coma) : unknown overdose(overdose) : unknown pen injected inaccurate overdose (inaccurate delivery by device) : unknown used normal syringe to take his dose (medication error) (inappropriate drug extraction with syringe) : unknown . Company's causality (novopen) - hypoglycemia coma(hypoglycaemic coma) : possible overdose(overdose) : possible . Pen injected inaccurate overdose(inaccurate delivery by device) : possible. Used normal syringe to take his dose (medication error)(inappropriate drug extraction with syringe) : possible . Reporter's causality (novorapid penfill) - hypoglycemia coma(hypoglycaemic coma) : unknown overdose(overdose) : unknown . Pen injected inaccurate overdose(inaccurate delivery by device) : unknown used normal syringe to take his dose (medication error)(inappropriate drug extraction with syringe) : unknown . Company's causality (novorapid penfill) - hypoglycemia coma(hypoglycaemic coma) : possible overdose(overdose) : possible . Pen injected inaccurate overdose(inaccurate delivery by device) : possible used normal syringe to take his dose (medication error)(inappropriate drug extraction with syringe) : possible . The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Reporter refused fu hence no further information available. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: